Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and increased pacing impedance were noted on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. During the lead revision procedure, the physician alleged insulation damage due to subclavian crush. The rv lead was capped and replaced. The patient was stable.